Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the cross bar that goes in and out of the foot motor is bent.